Event description:
During laparoscopic toupey/nissen fundoplication, there was bleeding at the suture line that obscured visibility, and the physician converted the procedure to open. Bleeding was on the splenic side of the gia staple line. Bleeding was stopped after operative site converted to open with direct pressure, then with o silk suture. Ebl 300 cc. Pt tolerated procedure well and went to recovery. Pt later developed signs of internal bleeding, and returned to or where a tear in the upper pole of the spleen was found, and splenectomy performed. Despite intervention, the pt subsequently died.